Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with l3 vertebral body collapse due to osteoporosis suggested for spinal therapy. Procedure used was ldr(lateral vertebral replacement) and levels implanted: l3. Event occcurred intra-op. It was reported that t2 strasosphere diameter 20mm centerpiece c did not expand in the operating field. The extended cap 45mm was set on centerpiece diameter 22 c on craniocaudal side. The extension operation was noted to be normal outside the operating field before insertion, then it was inserted into the body. It was placed on the proper center position of the vertebral body, and it did not lift up even though the extension operation was performed with a pinion driver. It was checked with lateral x-ray view that the extension had not reached the expected size, and it was removed from the body again to check the extension, but it was normal. Even though it was tried being extended again in the body, it did not extend, and a sound like a pinion driver idling was heard, so it was replaced with a new product of the same size. It was tried in the same way, but the second one operated similarly. As a result, it was replaced with a backup product of competitor company(x-core), and the procedure was competed. Device was broken. No device fragments left in patient. No patient symptoms reported as a resultof this event. Device will be returned. When cleaning and sterilizing, one unit of the set screw of the centerpiece was lost. It was searched but was unable to be found. It was said that when the cage was inserted, the posterior part of the inserter was hit while the pinion driver was continued to be connected, and it seemed that there was no excessive load applied.it was said that since the extension of the product was checked and verified many times, there were many scratches, and the set screw of one product lost during cleaning. (It had been confirmed that it did not remain in the patient¿s body) doctor¿s comments: the physician said the concept was good, but it was difficult to use. The structure was complicated. The physician did not want to use it anymore. The same event as this occurred at the last time when the product was used. (It seems to be mpxr# "722666"). Second product was added in the event. With same lot# and same allegation as first one.

Manufacturer narrative:
H3: product analysis #703885635:part # 436120c; lot # ca19h069 visual and optical inspection of the centerpiece expander revealed the gears/teeth have been damaged and broken. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage but unable to open smoothly and collapse. The body set screw appears to have been backed out all the way and not returned with implant. The set screw is not made to be backed out all the way. The issue appears to be where the tip of the expansion shaft contacts the teeth and cage of the centerpiece when the expansion shaft is inserted and turned. Per the print 436120a-e on note 7 rev-c, with the locking set screw backed out, the assembly must be able to smoothly expand and collapse. This issue is being investigated on CAPA 471462. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with l3 vertebral body collapse due to osteoporosis suggested for spinal therapy. Procedure used was ldr(lateral vertebral replacement) and levels implanted: l3. Event occurred intra-op. It was reported that t2 stratosphere diameter 20mm centerpiece c did not expand in the operating field. The extended cap 45mm was set on centerpiece diameter 22 c on craniocaudal side. The extension operation was noted to be normal outside the operating field before insertion, then it was inserted into the body. It was placed on the proper center position of the vertebral body, and it did not lift up even though the extension operation was performed with a pinion driver. It was checked with lateral x-ray view that the extension had not reached the expected size, and it was removed from the body again to check the extension, but it was normal. Even though it was tried being extended again in the body, it did not extend, and a sound like a pinion driver idling was heard, so it was replaced with a new product of the same size. It was tried in the same way, but the second one operated similarly. As a result, it was replaced with a backup product of competitor company(x-core), and the procedure was competed. Device was broken. No device fragments left in patient. No patient symptoms reported as a result of this event. Device will be returned. When cleaning and sterilizing, one unit of the set screw of the centerpiece was lost. It was searched but was unable to be found. Update (B)(6) 2020; it was said that when the cage was inserted, the posterior part of the inserter was hit while the pinion driver was continued to be connected, and it seemed that there was no excessive load applied. It was said that since the extension of the product was checked and verified many times, there were many scratches, and the set screw of one product lost during cleaning. (It had been confirmed that it did not remain in the patient¿s body) doctor¿s comments: the physician said the concept was good, but it was difficult to use. The structure was complicated. The physician did not want to use it anymore. The same event as this occurred at the last time when the product was used. (It seems to be mpxr# "(B)(4)"). Update (B)(6) 2020; second product was added in the event. With same lot# and same allegation as first one.